Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds contaminated. Associated malfunctions for this device: 4 way valve contaminated.